Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 450 mg/dl and treated with insulin pen. Customer declined troubleshooting and would change infusion set and reservoir. Customer was advised to contact healthcare professional if blood glucose remained high.